Event description:
It was reported that a connector anomaly was observed during implant. Normal electrial function was tested. The lead did not seat properly in the header. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.